Event description:
It was reported that the right atrial (ra) lead was fractured. Moreover, it was noted that this lead exhibited noise, impedance anomaly and loss of capture. Subsequently, this lead was capped. No additional adverse patient effects were reported.